Manufacturer narrative:
Dexcom confirmed that this lot of product was properly sterilized prior to shipment. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon removal of two sensors, worn for 1 and 3 days respectively, pt observed bumps and bleeding at the site of insertion. Pt consulted with a physician (pt's father) who advised that pt applies alcohol and iodine to insertion site prior to insertion. At the time of his call to dexcom technical support on (B)(6) 2011, pt reported that he was doing fine. This is MDR 2 of 3 for the complaint. See MDR #3004753838-2011-00208, for report 1 of 2.